Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and bard pelvitex polypropylene mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02043. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent vaginal excision of mesh and cystoscopy on (B)(6) 2008 due to chronic pelvic pain and s/p vaginal mesh placement. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent cystocele, vaginal prolapse and uti.

Manufacturer narrative:
It was reported that the patient underwent posterior colporrhaphy, perineorrhaphy, trigger point injections with 20ml marcaine 0.25% plain and 2ml of kenalog on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent lysis of posterior mesh on (B)(6) 2007 due to pelvic pain. (B)(4).